Manufacturer narrative:
The thermoscan pro 6000 ear thermometer is indicated for the intermittent measurement of human body temperature for patients having ages ranging from normal weight (full term) newborn to geriatric adults in a professional use environment. The probe cover is used as a sanitary barrier between the infrared thermometer and the ear canal. The pro 6000 technology reads the infrared energy emitted by the tympanic membrane and surrounding tissues to determine the patient¿s temperature. To help ensure accurate temperature measurements, the sensor itself is warmed to a temperature close to that of the human body. When the thermoscan is placed in the ear, it continuously monitors the infrared energy until a temperature equilibrium has been reached and accurate measurement can be taken. Follow-up attempts were made with the customer; however, they could not provide any further details of burn type for the patient (child) or medical intervention (if any) provided. It is noted the patient (child) had a burn to their left ear that was pending further examination. Follow up with the customer to determine severity of the event including injury/ burn type, medical intervention (if any), and patient outcome were unsuccessful. However, if the reported malfunction were to recur event were to recur it could result in serious injury if the device were to exceed a safe temperature threshold. Hillrom/welch allyn¿s investigation of pro 6000 ¿hot tip¿ complaints confirmed that aggressive cleaning and decontamination practices can cause liquid ingress. Consequently, liquid ingress can adversely affect the temperature sensor causing the pro 6000 device to behave inconsistently and to overheat the speculum tip. It is believed that replication of the malfunction with the returned devices from the customer at the manufacturing site has not been possible as any fluid that may have ingressed had likely evaporated, therefore not showing the ¿hot tip¿ malfunction. Based on hillrom¿s ability to replicate the malfunction of a ¿hot tip¿ on new devices that can potentially go above the built in risk mitigations of a safety cut off that could potentially cause a more serious injury we have deemed this complaint to be reportable.

Event description:
The customer reported the pro 6000 had an overheated tip during use on a child with the customer sustaining a slight red mark to their left index finger and the child pending further examination of their left ear. It is noted by the customer that the thermometer was removed from its base, inserted into the child left ear, the child screamed, and the device was pulled away, the customer then touched the end and noted the hotness of the device tip. The customer states that the device did not provide any audible or visual messages/ alerts prior to the alleged event. The (child) injury will be captured in this report (hillrom ref # (B)(4)). The customer (caregiver) injury has been captured in a separate report (hillrom ref (B)(4)).